Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ venous catheter had poor or no visible flashback in the stylet. Found during use. No report of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: 1 actual sample without catheter adapter was returned for investigation. Actual sample. The sample was subjected to visual inspection. No through hole was observed in the cannula of the actual sample. No through hole observed. The actual sample was subjected to flashback test. The actual sample had failed the flashback test. Therefore, we can conclude that there is fm in the cannula causing the clog. The fm was extracted and found to be brown particle, green particle and green fiber. The ftir results showed that the spectrum of the brown particle fm had no exact match available but had best matched the spectrum of zein. The ftir results showed that the spectrum of the green particle fm had no exact match available but had best matched the spectrum of zein. The ftir results showed that the spectrum of the green fiber fm had no exact match available but had best matched the spectrum of cellulose and zein. Cellulose chipboards are cellulose material and is commonly used in paper and fabric industry. Zein zein is a type of protein and is odourless, and water-insoluble. Most proteins have a very similar spectrum. No through hole was observed in the cannula of the actual sample. The actual sample had failed the flashback test. Investigation conclusion: the root cause of the poor flashback was the fm found within the cannula of the returned sample. However, there is an occlusion test within the manufacturing facility to check for any clogged cannulas during production. A communication will be conducted to all manufacturing personnel on proper housekeeping procedures to reduce possible fm occurrence within the manufacturing facility.